Manufacturer narrative:
It was reported that a patient underwent a total laparoscopic myomectomy on (B)(6) 2012. During the procedure, there were difficulties with the handpieces. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Event description:
It was reported that a patient underwent a total laparoscopic myomectomy on (B)(6) 2012. During the procedure, there were difficulties with the handpieces. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07351. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.